Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level than ranged from 41-42 mg/dl. The customer consumed glucose tablets to address the low bg. Reportedly, the pump settings were recently adjusted by a healthcare professional. Customer alleged that due to the recent settings adjustments, bg levels lowered. Recommendation was made to consult with a healthcare provider regarding diabetes management.